Event description:
It was reported, the pt did not have communication with the external device. The sjm representative met with the pt for troubleshooting and determined the ipg was communicating well. Follow up identified the pt had reported she was receiving surges of stimulation and had turned the ipg off. When she tried to turn the ipg back on, she received an error message. It was reported the next course of action was to have an x-ray taken to determine if the ipg was flipping in the ipg pocket.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.